Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).

Event description:
It was reported that some of the velour of the pump sided driveline was exposed once the exit site was determined. The patient suffered severe bleeding and developed a driveline infection. The healthcare provider replaced the driveline and remove some of the velour on the exposed part.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of bleeding could not be conclusively be established through this evaluation. Additionally, a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additional information related to the reported event was requested; however this information was not shared by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also outlines care instructions in reference to preventing infection, including exit site treatment. Furthermore, the patient handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that some of the velour of the pump sided driveline was exposed once the exit site was determined during implantation of the left ventricular assist device on (B)(6) 2021. The site believes that this may have been a factor when the patient suffered severe bleeding and developed a driveline infection on (B)(6) 2022. The healthcare provider replaced the driveline and removed some of the velour on the exposed part. The patient was doing well so the modular cable was not exchanged. Some of the velour of was removed to keep the exit site clean.